Manufacturer narrative:
The reference(B)(4) has been allocated to this event by rayner intraocular lens limited. The healthcare facility implanted a back-up lens in the original planed surgery session and has confirmed that no further remedial action is required. The healthcare professional describes the pt's condition as "very well" post-operatively. Within correspondence with rayner the (B)(4) distributor stated that the healthcare professional had experienced resistance "the moment he was putting it in loading bay". The single use soft-tipped injector (r-inj-04) IFU 'tips to remember for achieving a successful implantation' section contains the following statement "if the iol causes a blockage in the injector system, discard the injector". The r-inj-04 injector has been returned to rayner for analysis. The results of the device analysis will be provided in our follow up report.

Event description:
Rayner intraocular lenses limited received notification from the (B)(4) distributor of an event the occurred during use of a single use soft-tipped disposable injector (model r-inj-04). The event description provided states "during iol implantation, after taking all care to place the iol properly in the injector, the iol was trapped in the loading bay, not leaving the injector".